Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k101880.

Event description:
It was reported that the mount does not disengage from the implant, procedure completed with other implant.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation (images are attached). Visual evaluation was performed, the implant has signs of use. The implant and mount were easily disengaged from each other, during a physical test. No apparent malfunction was identified. Device history record (DHR) review was completed for the subject lot number 1289373. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289373 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implant and mount were easily disengaged from each other. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.